Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged filter is black. Patient alleged having chest pains, headaches, sore throat, sinus issue, hearing issues, strep throat and taking antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging filter is black, chest pains, headaches, sore throat, sinus issue, hearing issues, strep throat and taking antibiotics related to a CPAP device's sound abatement foam. This notification was reviewed by the pms clinical expert due to the patient reporting a hospitalized for chest pain and strep throat requiring antibiotics. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.